Event description:
It was reported that this inflatable penile prosthesis was unable to inflate. There was difficulty using pump, it would not refill with fluid after depressing the bulb. The device was explanted and replaced. No patient complications were reported.